Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva hub break with catheter separation. The following information was provided by the initial reporter: pt's mom called out; writer came into assess IV. Writer found blue piece + luer lock end of piv had come off of the catheter end. Did not look like it was tampered with by patient, mom states patient was not touching piv and found the piece on parent cot. Event date: 2025-mar-19. Time of event: 23:30:00.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information.